Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that post fall patient began experiencing ineffective stimulation. One contact was reported to have a high impedance. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead and ipg was explanted and replaced to address the issue. The ipg was still operable prior to explant.